Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2010, and a mesh was implanted, concurrently with a total hysterectomy. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that after implantation, patient experienced infection, recurrence, bleeding, dyspareunia, vaginal scarring, depression/anxiety and urinary/bowel problems. It was reported that the patient underwent a cystoscopy on (B)(6) 2011, due to recurrent uti's. The patient underwent a cystourethroscopy on (B)(6) 2011, due to abdominal pain and recurrent uti s/p mesh placement in (B)(6) 2011. It was reported that the patient underwent a partial removal of mesh on (B)(6) 2011, due to pain, infection and incontinence. The patient underwent a cystoscopy on (B)(6) 2012, due to urethral mesh check. The patient underwent a cystourethroscopy on (B)(6) 2012, due to dysuria and recurrent vaginal prolapse. The patient underwent a flexible cystoscopy on (B)(6) 2012, due to abdominal and pelvic pain and recurrent cystocele. No additional information was provided.

Manufacturer narrative:
(B)(4)